Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self testing.